Event description:
It was reported that towards the end of a vt ischemic case, it was noted that the patient's blood pressure had decreased. An ultrasound was performed and noted that the pt had pericardial effusion. Pericardiocentesis was performed, fluid was removed and the pt's blood pressure started to increase. The pt was stable and remained in the hospital.

Manufacturer narrative:
The catheter was discarded by the facility/ not returned for investigation. The biosense webster field service engineer noted that at the time of the injury, none of the bwi devices/equipments were malfunctioning. Therefore, no service was required.